Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the customer's reported issue, and replaced the video generator board. The stm reviewed the iabp log files and noted fault # 63 (unable to configure touch screen controller device fault) which indicated an issue with the touchscreen. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use on a patient, the touchscreen for the cardiosave intra-aortic balloon pump (iabp) was not responding. There was no patient involved and no adverse event was reported.